Event description:
It was reported that pump declared a cartridge change error, and inspection revealed an extra cartridge O-ring on pneumatic tap area while cartridge O-ring itself was in place and undamaged. There was no adverse impact to the customer's blood glucose level. Customer, guided by Technical Support, removed pump from case, inspected and cleaned pneumatic tap area, removed misplaced O-ring, reattached cartridge so it was fully snapped into place, followed on-screen instructions, successfully completed load process, and resumed insulin delivery.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.